Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery" alarm while supporting a patient. The patient was switched to a backup companion 2 driver without adverse impact. The companion 2 driver was returned to syncardia for evaluation. Testing using battery evaluation software revealed that the internal emergency battery had a permanent fault status. The emergency battery was replaced. A charge/discharge test was performed on the new internal emergency battery prior to installation to confirm its functionality.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient, because the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.